Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited far p wave oversensing causing inappropriate mode switches. Programming changes were performed. The patient was in stable condition.

Event description:
New information received stated the previously reported complaints of oversensing and inappropriate mode switch were due to the atrial lead.